Event description:
It was reported that before implantation of the cemented abg ii hip stem they put off the package and saw that the centralizer at the tip of the stem was broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.